Manufacturer narrative:
The device serial number was unable to be confirmed. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device would not boot up. There was no patient involvement.

Manufacturer narrative:
No patient information provided by the customer.